Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There were no issues noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. It is likely that during the procedure, the core became kinked or damaged resulting in the reported separation during retraction. Additionally, the treatment appears to be related to the operational context of the procedure as a snare device was used to remove the separated section of the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Medwatch report - the user facility report number was not provided.

Event description:
User facility medwatch report received that states "pulling the wire back from () position and identified the proximal fractured end of the wire which was in the rt subclavian - able to snare the end of the wire and remove it entirely." A new same wire was used to successfully continue the procedure. No additional information was provided.